Event description:
Pt came to (B)(6) on (B)(6) 2016 for an ercp and stent placement. He returned on (B)(6) 2016 for a second ercp and stent removal and a balloon sweep of the duct revealed debris. One day post-ercp, he returned to our ed with a bacteria and was admitted to our med/surg unit. He was treated for serratia marcescens with antibiotics. He had a repeat ercp on (B)(6) 2016, to rule out cholangitis which he did not have. He stayed for 3 days and was treated with IV antibiotics and IV fluids. The pt made a full recovery without permanent harm. The scope used for the stent removal was processed twice according to our protocol. A medivator dsd is used in the process with medivator rapicide pa part a and b. No leaks were found during leak testing. The infection was found promptly during routine infection prevention surveillance protocols. The scope was immediately segregated on (B)(6) 2016 and a full investigation ensured. The scope was sent to the olympus MFR on september 21, 2016 for eval. All pts who this scope was used on were surveilled with no add'l pt findings. The MFR observed staff cleaning processes and all processes were found in place and staff competent.